Event description:
In 1999,doctor inserted a 0.6mm flexplug int each eye of patient. The next day ,patient called with complaint of pain and discomfort in right eye. Patient made appointment and doctor removed the flex-plug for the eye and replaced it with a 0.6 eagle visio eagleplug. The doctor noted a corneal abrasion. No othjer treatment,no further problem reported by the patient for right eye. In 1999, patient complained of pain and discomfort in left eye. The same date, the doctor removed the 0.6mm eaglevision eyeplug. The doctor noted a corneal abrasion .follow-up phone calls in 1999 to doctor and in 1999 to doctor's assistant indicated patient had no further problem. Condition was temporary, no further follow-up is planned